Manufacturer narrative:
Exact date unknown, event occurred in 2012. Explant date: 2012.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg explant. No further information has been obtained despite good faith efforts.